Event description:
It was reported that pump had spiderweb cracks behind touchscreen that affected ability to read and interact with screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.